Event description:
It was reported that during an unk procedure, the device did not fire. There were no adverse consequence to the patient.

Manufacturer narrative:
The analysis results showed that one device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.